Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor assembly was replaced by the biomedical engineer, and the unit was returned to service. There was no patient information available at time of MDR filing. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate in pressure support mode. There was no report of patient injury.